Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing a pulse rate below forty beats per minute for ten minutes when their implantable pulse generator (ipg) is not supposed to go below fifty-five beats per minute. The ipg remains in use. No further patient complications have been reported as a result of this event.